Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's information was not showing on the device because the admission inactivity days setting was greater than the number of days since the last activity for that patient on the station. A technical support specialist adjusted the admission inactivity days field to a number less than the days since the last activity for the patient on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.